Event description:
Package opened onto the field and noted part of the rubber ring was ripped (never reached the patient). This did not involve in patient contact, it happened while prepping the or table. Second package opened and second device was also defective. See two device submissions in this report. Manufacturer response for dextrus seal cap assembly #2 device, dextrus seal cap assembly (per site reporter). They will be doing an investigation on this reported product failure.